Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the dirt on the bending section cover was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bending cover was dirty on the evis lucera gastrointestinal videoscope. There was no procedure or patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending cover was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.